Manufacturer narrative:
Correction to the initial MDR in fields. Correction to the initial MDR, this event was previously reported in MFR report #:3006630150-2016-02682.

Event description:
A report was received that the patient experienced left site battery dehiscence. The patient underwent a revision procedure to relocate the pocket to their right side. Medication was administered. The patient was doing well post-operatively.

Event description:
A report was received that the patient experienced left site battery dehiscence. The patient underwent a revision procedure to relocate the pocket to their right side. Medication was administered. The patient was doing well post-operatively.